Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump had a battery out limit alarm and unable to clear. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 400 mg/dl and treated. No high blood glucose troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Manufacturer narrative:
Insulin pump was received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm and frozen screen noted during testing. Unable to confirm unexpected battery out limit alarm and unable to perform any tests due to button unresponsive. Insulin pump was received with corroded battery tube noted.